Manufacturer narrative:
Upn# corrected from h74939135302010 to h74939134302010. (B)(4).

Event description:
It was further reported that the complaint device was 3mm x 20mm x 143cm coyote¿ es balloon catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After an unspecified guide wire crossed the lesion, a 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for predilatation. However, on the first inflation at 14 atmospheres, the balloon ruptured. No segment of the balloon detached inside the patient. The procedure was completed with a coyote balloon catheter. No patient complications were reported and the patient's condition was good.